Event description:
It was reported that this right atrial (ra) lead was suspected of loss of capture (loc) due to ra lead dislodgement into the right ventricular (rv) lead. The atrial pace aligned with rv deflection marked followed by the biventricular pacing, however, only lv pacing due to rv intrinsic refractory in which ra might be capturing the rv. Boston scientific technical services consultant (ts) suggested to consider chest x ray and office or clinic interrogation with surface to confirm capture and in which chamber. Additional information received from the field which indicates that the ra lead dislodgement was confirmed via fluoroscopy. Furthermore, the rv lead was in place and functioned normally. This ra lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.